Event description:
It was reported that the patient developed a red spot (approx the size of a dime) under the lower tape collar of the device. The reddened area does not itch, but has increased in size. The patient has been using the same brand and model of product for over one year with no reported issues. No further info was available.

Manufacturer narrative:
Convatec is submitting the report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized in (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.